Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that this avea ventilator showed values of unstable ventilation. This occurred while in-use on a patient. The customer stated that the ventilator was changed out and there was no allegation of patient injury or harm. Once removed from the patient, the reported issue persisted and the reference values of the transducers changed during calibration when the customer attempted to calibrate the internal sensors.

Manufacturer narrative:
Correction.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.